Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was informed about an incident involving a citadel plus bed. It was reported that the backrest collapsed while a patient was on the bed. No injuries were reported. An inspection carried out by an arjo representative revealed that the left hinge of the backrest frame had snapped off, causing the gas strut to detach. It was also found that the bottom attachment of the backrest actuator was broken.

Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was informed about an incident involving a citadel plus bed. It was reported that the backrest collapsed while a patient was on the bed. The issue occurred when the patient was using the handset to recline the backrest. A loud noise was heard, and one of the hinges detached, causing the backrest to drop on one side. No injuries were reported. Based on the information received and the photographic evidence provided, one of the two backrest hinges was pulled out of the frame due to a snapped screw that had been securing the hinge to the frame. This contributed to the collapse of the bed's backrest, as well as damage to the gas strut and the backrest actuator. It was indicated that the bed did not come into contact with any external obstacles. Following consultation with the manufacturer, it was determined that the hinge damage may be associated with inadequate preventive maintenance and care of the bed. The customer continued to use the device despite a broken side panel (specifically, one of the two upper arms). Additionally, the photographic evidence revealed visible dirt on the backrest. The findings indicate that the bed may not have been adequately maintained. Lack of maintenance could have contributed to the loosening of the connection, consequently leading to the screw failure. Maintenance was carried out by a third-party service provider contracted by the facility. According to the information provided, multiple third-party organizations have been involved in the maintenance of this device. According to the preventive maintenance section in the instructions for use for citadel plus bed (IFU; 831.374-en rev I) the device should be inspected yearly: "check all accessible nuts, bolts and other fasteners to ensure they are present and correctly tightened". Arjo device failed to meet its performance specification since one of the hinges disconnected and other parts were damaged. The complaint is deemed reportable due to the backrest hinge breakage during use of the bed with the patient.